Event description:
A bipap a40 device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative condition. The error log data was unable to be extracted from the device, but the printed circuit assembly (pca) will need to be replaced. Additionally, the service technician noted additional findings of dust/dirt/tobacco contamination. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.